Manufacturer narrative:
Customer report was not confirmed. Only the introducer was returned and there was no damage found. A dilator (laboratory sample) was used to check the tip transition and the transition between the dilator and the sheath was found to be smooth. Dilators are matched to the introducer during manufacturing, and testing without the original dilator only shows if there is an obvious defect. A device history record review was completed and documented that the device met all specification upon distribution.

Event description:
Reportedly, the introducer was difficult to insert, although vessel /skin was prepared with a small cut of a scapel. The patient experienced a haematothorax. Additional information received: 2/6/2010 from the physician dr (B) (6): in (B) (6) 2010 in the cardia anaesthesia department a serious event occured with the intro-flex 9 f. During introduction of the sheath into the vena jugularis internal of a (B) (6) years old patient ,it happened that after unremarkable seldinger guidewire insertion, an injury of the vena subclavia left had occured. Very quick a hemothorax become present on the leftside with consecutive hemodynamic instability. The following emergency - thoracotomy confirmed this injury. Afterwards the mitral valve replacement was done without further complications. A few colleagues observed same issue with the catheter insertion. The introducer over the dilatator often does not pass without force, although the passage through the skin went well. The insertion of the catheter constrained at the junction of dilatator-introducer. Repeatedly a skin-incision was tried to establish catheter insertion. Nevertheless, much force was needed to insert the introducer.